Event description:
Customer acting erratic. Pt's friend tested their blood glucose and received a result of 244mg/dl at 8:41 am. She gave pt orange juice and tested again at 10:39am and received a result of 232mg/dl. Pt took 5 units of humalog. The customer ate lunch at 1:00 pm and took blood glucose reading and received a result of 266mg/dl. The customer took another 8 units of humalog. At 7:00 pm the customer had blurred vision and was acting erratic. Pt was taken to the ER and the hosp tested their blood glucose and received a result of 46mg/dl. The customer was given orange juice and possibly glucose. Ten mins later their blood glucose reading was 136mg/dl, 25 mins later a reading of 208mg/dl, and their device gave a reading of 308mg/dl. No controls were in use. A request was made for the return of the suspect device and replacement product was sent.